Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that he had high blood glucose up to 400mg/dl and then he took an injection. Blood glucose came down to 125mg/dl. And then they didn't eat then it started climbing back up. They just check his blood glucose and it came down to 219mg/dl. Customer was trying to deliver insulin then no delivery alert. Patient's current blood glucose was 219mg/dl. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery. The customer put in carbohydrate ratio and pump did not deliver what he put in. Customer stated the drive support cap appears normal (slightly indented). The customer did not have tubing clamp and will call back after receiving it. The insulin pump will not be returned for analysis.